Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 21-jul-2018 with the following findings: the pump's download showed that all of the alarms and alerts for the pump were set to vibrate. The pump powered on with a normal audio alert. The pump's audio alarm measured within specifications. The alleged issue could not be duplicated. Unrelated to the initial allegation, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging an audio tone/vibration (quiet sounds) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is "not" being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.